Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation and no lot number reported. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient's mother alleges that he experienced an unspecified injury of the right (od) eye after using the product. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.